Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "middle-term results of anatomic medullary locking total hip arthroplasty" written by s. Ohsawa, k. Fukuda, s. Matsushita, s. Mori, h. Norimatsu, and r. Ueno published by arch orthop trauma surg (1998) 118: 14¿20 accepted by publisher on 29 september 1997 was reviewed for MDR reportability. The article's purpose: " a retrospective study on cementless fixation for primary total hip arthroplasty." Data was compiled from 47 hips (39 patients) who received depuy aml asian size prostheses between october 1988 to december 1993. The acetabular components were aml plus cups with acs poly liners. The article reports no stem underwent revision. Adverse events: thigh pain, dislocation, acetabular revision for poly liner breakage (head and liner revised), revision due to metallosis, loose cemented cup requiring revision, osteolysis (acetabular and femoral), progressively migrating cup requiring revision, massive poly wear, calcar fracture intraoperatively, acetabular fracture intraoperatively, dvt, nerve paresis. The article identifies 2 patients with adverse events captured in linked complaints. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events. The article does not provide information regarding specific interventions for all adverse events. This complaint captures the adverse events without patient identifiers.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.